Event description:
Complainant alleged the clinicians were attempting to externally pace a large patient (age unknown) suffering from arterial blockage, but the device would not capture the patient's heart-rhythm. The clinicians attached the device to the patient using an ECG patient cable with monitoring electrodes as well as multi-function electrodes. The clinicians then set the device output rate to approximately 70 pulses-per-minute and then gradually increased the output current and eventually set the current output to 42 milli-ampieres. The clinicians did observe that the patient's chest muscles were intermittently moving which is consistent with stimulation from the output current. The complainant indicated that the acquired heart-rhythm indicated that the patient's heart appeared to intermittently respond to the device current however, it was too inconsistent for proper therapy. The clinicians then disconnected this device and obtained another device but at that point, the patient was taken to surgery and care was transferred to that team. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.